Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: unconfirmed, no sample provided. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. The samples were checked at the customer site and no abnormalities were detected. Rationale: unconfirmed, no sample provided.

Event description:
It was reported that before use of the bd ultrasafe¿ plus x100l that when the cap of the pen was pulled off the plunger came off as well and medication began leak "every where". There was no report of exposure, injury, or medical intervention.